Event description:
It was reported that the pt was admitted to the hospital since (B) (6) 2010. The pt had experienced respiratory symptoms and has copd (chronic obstructive pulmonary disease). The first respiratory symptoms were noted in (B) (6) 2009. The pt's pump was refilled by their physician while in the hospital on (B) (6) 2010. The pt's wife stated that the refill did help the pt's symptoms. The pt's pain level had been steadily increasing. The pt was admitted to the ICU. The pt's wife was concerned about how long the pump would continue to give medication since the pt missed his refill that was due (B) (6) 2010; they were unable to reach their physician at the time of this report. The medications being delivered via the device system were bupivicaine, clonidine morphine sulfate. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).